Event description:
It was reported that during a stent procedure the stent delivery system became entrapped in the coronary. Attempts to remove the stent delivery system were unsuccessful and the pt was sent for CABG surgery in stable condition. Reportedly the pt was stable post operatively.